Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat varices in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on april 3, 2026. During the procedure, the band was unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo was submitted by the customer showing one band was tangled with the other bands.